Event description:
Neuropathic pain from top to bottom of the leg [peripheral neuropathic pain]. Case narrative: initial information received on (B)(6) 2019 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) years old female patient who experienced neuropathic pain from top to bottom of the leg (latency: same day), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dose of 2ml once (batch and indication: unknown) into her left hip. On the same day, patient experienced neuropathic pain (latency: same day) following her injection into the left hip under radio control. The patient had to go to the emergency room and was hospitalized for observation. It was reported that the patient had already received two injections of hylan g-f 20, sodium hyaluronate without any side effects. Corrective treatment: not reported. Outcome: not recovered/not resolved. Seriousness criterion: hospitalization. A pharmaceutical technical complaint (ptc) was initiated on (B)(4) 2019 for synvisc with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Follow up was received on (B)(4) 2019. Global ptc number was added. Text amended accordingly. Additional information was received on (B)(4) 2019. Global ptc number and results were provided. Text amended accordingly.

Event description:
Neuropathic pain from top to bottom of the leg [peripheral neuropathic pain] case narrative: initial information received on (B)(6) 2019 from france regarding an unsolicited valid serious case received from a physician. This case involves a 50 years old female patient who experienced neuropathic pain from top to bottom of the leg (latency: same day), with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dose of 2ml once (batch and indication: unknown) into her left hip. On the same day, patient experienced neuropathic pain (latency: same day) following her injection into the left hip under radio control. The patient had to go to the emergency room and was hospitalized for observation. It was reported that the patient had already received two injections of hylan g-f 20, sodium hyaluronate without any side effects. Corrective treatment: not reported outcome: not recovered/not resolved seriousness criterion: hospitalization a pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc with global ptc number: 56953. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Follow up was received on (B)(6) 2019. Global ptc number was added. Text amended accordingly. Additional information was received on (B)(6) 2019. Global ptc number and results were provided. Text amended accordingly. Upon internal review on (B)(6) 2019 with clock start date of (B)(6) 2019 aose comment was added in the case.

Event description:
Neuropathic pain from top to bottom of the leg [peripheral neuropathic pain] ([pain aggravated]). Edema of the external oblique muscle [muscle edema]. Diffuse pain [pain]. Foot pain [foot pain]. Lumbar pain [lumbar pain]. Periarticular disorder [periarticular disorder]. Pain/pain in hip [pain in hip] ([pain aggravated]). Articular effusion [joint effusion]. Synvisc one administered to the right hip [product use at inappropriate site]. Case narrative: based on additional information received on 26-feb-2019, the case initially assessed as serious was downgraded to non serious (it was reported that patient was not hospitalized). Initial information received on 11-jan-2019 from france regarding an unsolicited valid non-serious case received from a physician. This case involves a 50 years old female patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one) and experienced diffuse pain, foot pain, lumbar pain, periarticular disorder, pain/pain in hip (latency: 0 day), neuropathic pain from top to bottom of the leg, edema of the external oblique muscle, articular effusion (latency: 14 days) and synvisc one was administered to the right hip (product use issue). The medical history was reported as none and no pregnancy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included lidocaine (xylocaine) and iopamiron. It was reported that the patient had already received two injections of hylan g-f 20, sodium hyaluronate without any side effects. On (B)(6) 2018, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dose of 6 ml once (batch number: 8rsl032d) for coxarthrosis into her left hip. On the same day, in the evening patient experienced pain in hip. On the same day, patient had diffuse pain, foot and lumbar pain and periarticular disorder. On (B)(6) 2019, after latency of 14 days, patient experienced neuropathic pain (latency: same day) following her injection into the left hip under radio control. Pain progressively worsened with periarticular and neuropathic pain. The patient had to go to the emergency room due to aggravation of pain but was not hospitalized. There was no evidence of infection from a clinical and biological point of view. An MRI was performed the same day and found no symptoms but an articular effusion and edema of the external oblique muscle with probable diffusion of viscosupplemantation (latency: 14 days). Symptomatic treatment was introduced and it was reported that patient to stop working temporarily. At the time of the report the patient was progressively recovering. Corrective treatment: unspecified treatment for all events except synvisc one was administered to the right hip. Outcome: recovering for all events except synvisc one was administered to the right hip. A pharmaceutical technical complaint (ptc) was initiated on 17-jan-2019 for synvisc with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Follow up was received on 14-jan-2019. Global ptc number was added. Text amended accordingly. Additional information was received on 17-jan-2019. Global ptc number and results were provided. Text amended accordingly. Upon internal review on 14-feb-2019 with clock start date of 17-jan-2019 aose comment was added in the case. Additional information was received on 26-feb-2019 from physician (radiologist). Concomitant medications added. Suspect product was updated as synvisc one and its therapy details were updated. Events of edema of the external oblique muscle, diffuse pain, foot pain, lumbar pain, periarticular disorder, pain/pain in hip, articular effusion and synvisc one administered to the right hip were added with details. Case was downgraded to non serious. Outcome of event neuropathic pain from top to bottom of the leg was updated to recovering. Clinical course updated text amended accordingly. Local comments: downgrade.